Manufacturer narrative:
The biomedical engineer (bme) the customer reported that the multi-gas unit is giving a device error and line block error. He said that he has changed the water trap and line and the issue persists. Not in patient use. Investigation conclusion: the device was returned to nihon kohden for evaluation. During testing, the reported error messages were duplicated, and the cause of the issue was determined to be a pneumatic hardware error. The device's pump had failed after 24,000 hours of accumulated use. After replacement of the malfunctioning component, the device performed to manufacturer's specifications. Additional device information: d10 concomitant medical device bedside monitor model: mu-671ra. Sn: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) the customer reported that the multi-gas unit is giving a device error and line block error. He said that he has changed the water trap and line and the issue persists. Not in patient use.

Event description:
The biomedical engineer (bme) the customer reported that the multi-gas unit is giving a device error and line block error. He said that he has changed the water trap and line and the issue persists. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) the customer reported that the multi-gas unit is giving a device error and line block error. He said that he has changed the water trap and line and the issue persists. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor: model: mu-671ra. Sn: (B)(6).